Event description:
A customer contacted beckman coulter inc (bci) stating that the coulter act 5 diff analyzer generated erroneously high platelet results without instrument generated flags on a patient specimen. The operator compared the high platelet results with the patient's previously known platelet results and noticed the discrepancy. No erroneous results were reported out of the laboratory. The operator reran the specimen and recovered a platelet result that was lower and more consistent with the patient history which the customer considers correct and this result was reported out of the laboratory. No death, serious injury, or change to patient treatment is associated with this event.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Information was learned through a follow up visit by the clinician with the study implanting investigator. This event was determined to be reportable per edwards lifesciences procedures. No customer letter required. The DHR has been started. Requested additional information from the clinical investigator along with the echo cd for second opinion. Requested information regarding current treatment, if the device is going to be explanted and condition of patient. There is no new information to report at this time. Device not returned.

Event description:
Reportedly, perivalvular leak was diagnosed by echocardiogram in a routine examination. The device remains implanted and no surgery is scheduled. Per the customer experience report, the patient had an aortic valve replacement on (B)(6) 2005. The perivalvular leak was discovered during a routing echo assessment; no treatment provided; additional information from the site to be provided. One echo image was provided and is unclear. An operative report is mentioned with regard to the initial implant but was not provided. The principal investigator for the study has indicated this is device related and a follow up visit was planned for (B)(6) 2010. There was no hospitalization and no treatment noted. Patient seeking second opinion.